Event description:
On (B)(6) 2009, the patient reported that the down button of her infusion device is no longer responsive and the up button responds erratically. She stated the issue with the down button began 1 month ago. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.